Manufacturer narrative:
Date of event (B)(6) 2015. Height: (B)(6). Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
End user reports a circumferential red rash like area under the hydrocolloid tape collar with itching. End user saw a dermatologist who prescribed an oral steroid which improved skin issue approximately 95% but, he discontinued the steroid and the red rash area returned. He also reports having a red rash area to his bilateral axilla areas. He informed the dermatologist did a skin scraping and ruled out a fungal infection. End user states he saw a new dermatologist sometime during the end of (B)(6) 2015. He recalls at that time the peristomal skin was red and blotchy with pimple like areas present under the outer aspect of the tape collar of the wafer and extended down to his right groin and right hip. He states that his physician diagnosed him with allergic dermatitis. The physician prescribed a 10 day course of oral sulfamethoxazole trimethoprim, clobetasol propionate 0.5 percent topical spray to the skin beyond the appliance margin, including the groin and hip, and hydrocortisone pramoxine 1 percent cream topically to the bilateral axillary rash still present. The dermatologist recommended he discontinue the convatec product. Since discontinuing the convatec product, end user reports his skin issue has resolved.